Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage check passed. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel display replaced on (B)(6) 2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported an alarm and cycler powered down issue occurred in unknown phase/cycle of dialysis. Patient was connected during incident. Display was blank there was not a power outage. There was not an outlet issue. Power cord was securely plugged in. Power switch was in the on position. There was no sound when ok/stop buttons were pressed. Switched cycler on and there were not lights on the stop, ok and up/down keys. The technical team issued the patient a new cycler. The patient reported having supplies to carry out manual treatments until the new cycler arrived. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.